Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5, d2, and h6 (medical device problem code). No electrodes from the event were returned for evaluation. The x series device and multifunction cable (mfc) was received at zoll canada for evaluation. Evaluation of device and mfc exhibited cosmetic damage; however, functional, stress, and shock testing confirmed the device and mfc performed within specifications. Device data showed multiple cable ID changes consistent with the reported event. Retained testing of CPR stat-padz from the same lot, including visual inspection, CPR sensor verification, defibrillation testing, impedance testing, and production pull-test reviewed, revealed no abnormalities or manufacturing discrepancies. Due to the event electrodes not being returned, the reported wire separation and subsequent loss of signal could not be confirmed the investigation was unable to determine the cause of the customer's report and the complaint was closed as observed not verified. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 73-year-old male patient, the first set of pads was observed damaged (the wire connecting to the sternum pad was broken and disconnected) and the device was unable to obtain an ECG signal via electrode pads from the 2nd set of pads. Clinician obtained a 3rd set of pads and it worked as intended. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 73-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.